Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed power loss for the second time. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was returned with power loss alarm, low battery alarm and power error 25 was confirmed in the long trace; the power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis has confirmed the insulin pump alarmed low battery and then alarmed pump error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error 63 alarmed during self-test and was confirmed in the insulin pump history due to cold solder joint on the keypad assembly. However, the pump passed the sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.